Event description:
Two years after receiving my breast implants in 2004 I lost my menstrual cycle. I have been experiencing pain in my breasts and rib cage, a pinched nerve in y upper back since getting them in. My hair started coming out in clumps and by 2009 I was on thyroid medication (hypothyroid). My joints ache and I feel like I'm dying, most days I spend in bed. Other diagnosis include - adenomyosis, ibs, fibromyalgia, digestive issues which caused severe hemorrhoids. My doctors have put me on disability a few times because its difficult to work. Just recently I was diagnosed with raynauds syndrome. I can not control my body temp, my bones ache when I get cold. My skin is jaundice and I get severe stomach/ kidney pain as well as bladder pain and frequent pain when urinating. I'm severely sensitive to light, sound and my food sensitivities are extreme. I don't digest grains, I've bled several times trying to incorporate into my diet. It's ridiculous. Breast implants are not safe. We are not informed of how severe the risks are, not to mention the number it does to our mental health. I cannot recall things to mind, it's hard to have decent conversations (one that makes sense). From the moment I put implants in my body my health declined. I've spent years desperately searching for answers. It's ridiculous that you approve these ticking time bombs to be implants in women. Now I'm forced to scrounge up money I don't have to get explant surgery. FDA safety report ID # (B)(4).